Manufacturer narrative:
Additional information received indicated that the physician anchored down the ipg within the pocket site. The patient was reportedly doing well after the revision procedure.

Event description:
A report was received that the patient was having difficulty charging. The physician assessed that the ipg was moving around in the pocket and recommended a pocket revision.

Event description:
A report was received that the patient was having difficulty charging. The physician assessed that the ipg was moving around in the pocket and recommended a pocket revision.